Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 2.5 x 33 mm xience alpine stent in the mid right coronary artery (rca). On (B)(6) 2018, the patient was re-hospitalized with angina. Treatment was provided and the patient condition resolved on (B)(6) 2018. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no device malfunction and the device was not returned as the stent remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the everolimus eluting coronary stent system (eecss)xience alpine instructions for use (IFU) as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received: on (B)(6) 2018, electrocardiogram noted no findings suggestive of myocardial infarction; however, cardiac enzymes were elevated and in-stent restenosis was noted. On (B)(6) 2018, revascularization was performed at the target lesion and the event resolved. No additional information was provided.